Event description:
Customer reported weak false positive results (1+) in the weak d phase with one pt sample. No erroneous results were reported. Qc testing performed by customer was satisfactory. This report corresponds to ortho clinical diagnostics inc (B) (4).

Manufacturer narrative:
Retained testing was not performed due to expiration of product. Customer reported that qc testing was satisfactory at time of incident.